Event description:
It was reported that resistance was met while inserting the intra-aortic balloon (iab) due to the iab membrane being unfurled. It was also noted that the sheath could not be inserted properly and a kink had occurred. A new iab was opened, but the same issue occurred and it could not be inserted. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab used.

Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that resistance was met while inserting the intra-aortic balloon (iab) due to the iab membrane being unfurled. It was also noted that the sheath could not be inserted properly and a kink had occurred. A new iab was opened, but the same issue occurred and it could not be inserted. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report for the 2nd iab used has been submitted under mfg report number 2248146-2022-00878.